Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): during testing, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
This supplemental report is being submitted to update and revise the findings on the pump investigation. During the evaluation of the pump, no defects were found with the display screen. The display screen was found be functioning appropriately. The evaluation codes were revised and updated from udf to ndf.